Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient during a procedure performed on (B)(6) 2007. As reported by the patient's attorney, the patient experienced vaginal mesh erosion, pelvic pain, and incontinence, and on (B)(6) 2016, the patient underwent a surgery for revision of the prefyx device. On (B)(6) 2016, the patient underwent an additional bsc sling implant surgery using an obtryx sling due to stress urinary incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.